Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that during a procedure, the phaco handpiece "went down." It was reported that the handpiece was clogged, but when the customer reevaluated the handpiece it was clear. Additional information has been requested. This is the first of four reports.

Manufacturer narrative:
The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. A review of reportable complaints against the phaco handpiece for the reported complaint class ¿occlusion¿ did not indicate any adverse trends within the last 12 months. The root cause of the reported event cannot be determined and remains inconclusive. (B)(4).